Event description:
Swollen lips [lip swelling], "reaction" [adverse event], hives [urticaria], rash [rash]. Case description: spontaneous report was received on (B)(6) 2012 from a consumer via sales rep regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at dose of 2 ml. The lot number of synvisc was not provided. On(B)(6) 2012, the pt experienced a "reaction" and had swollen lips, hives, and rash and was taken to emergency room. On the same day, the pt was put on prednisolone. The action taken with synvisc treatment was not provided. The outcome for the events of swollen lips, hives, rash and "reaction" was not provided. Concomitant medications were not provided. The intensity of swollen lips, hives, rash and "reaction" was not provided. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.